Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. Data was provided for evaluation. Per doc (B)(4) cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer ¿ additional. H2: additional information - device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional. D4: additional device information ¿ correction. H4: device manufacturer date - correction.